Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the rep was seeing >40k ohms on the report after running an impedance test, but was not seeing them on their clinician programmer (cp). The rep ran test at an unspecified starting voltage (assumed to be 0.7v, default), increased voltage to 1.5 and 3.0 and observed some impedances around 10k on the their cp. The rep did not understand why values of >40k were not displayed on their cp. It was reviewed with the rep to look at the out of range (oor) results section of the cp. The rep stated she must have been mistaken and didn't review this section. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Any additional information received will be reported under manufacturer report # 3004209178-2018-12863.